Event description:
A report was received that the trial pt was experiencing back pain during post-surgical programming, which subsided when the stimulation was turned off. The physician elected to end the pt's trial and explant the lead. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted trial lead was not returned to bsn for eval, as it was discarded by the medical facility.